Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. The device was evaluated locally. The ac power supply was replaced to resolve the issue.

Event description:
The customer reported that the device failed to power up.